Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The lesion being treated is unknown. The physician was attempting to cross the lesion with a 2.5x20mm promus element stent. The stent was unable to cross the lesion, when removed stent damage was discovered. The procedure was completed with another of the same device. No patient complications were reported. The patients condition is stated as good. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).